Event description:
The customer reported that the device jaws were sticking and that the surgeon used scissors to open the jaws. There was no patient injury. The site did not provide any additional information on the incident.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.